Manufacturer narrative:
The devices involved in this event will not be returned for evaluation as the device was in the amputation. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remained in amputation.

Event description:
The patient was treated for left leg peripheral arterial disease on (B)(6) 2024. Four detour system torus peripheral stent grafts were implanted. The patient was reported to be fine post-implant. The last weekend of january, the patient presented with cold leg. On (B)(6) 2024, the patient's leg was amputated. There are currently no details available regarding the reason for the amputation.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with operating procedures and work instructions. Where possible, at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging are made. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation was unable to be performed as the device remained in the amputation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the left above the knee amputation complaint is confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined there was an occlusion of the detour bypass that was not in the event as reported. The occlusion was discovered during a review of the operative report dated (B)(6) 2024. The complaint is most likely anatomy related as it was reported that the patient had severe occlusive disease with multiple necrotic toes, open wounds on bilateral extremities and gangrene prior to undergoing percutaneous transluminal angioplasty stenting. This likely contributed to the reported event. Procedure related harms for this complaint could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated h6: health effect - clinical code ¿ remove 4580 h6: health effect - impact code ¿ add 4626 amputation h6: medical device problem code ¿ remove 3190 h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.